Event description:
After heart operation the sheath was introduced to the patient's jugular vein. The area of the sheath hub was dressed. At critical care the patient status was starting to deteriorate, and the staff wanted to use the side arm extension to inject a medication. They found the side arm ext. Was not connected to the hub of the sheath. It was also noted that during the incident the patient did lose blood, although the amount of blood loss was not communicated.

Manufacturer narrative:
The missing patient information was unattainable.